Event description:
It was reported by customer that during use, the cardiosave hybrid int type g plug malfunctioned. The fiber optic was not working. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.